Event description:
The caller stated that one of her meters was reading with a decimal. Customer service assisted her in changing the meter back to mg/dl. The customer stated that the readings with a decimal start in 2006. She did not adjust her insulin no matter what reading was. The customer declined a new meter. She did not have any other questions.